Event description:
As reported, hemostasis was not achieved after use of a 6f/7f mynx control vascular closure device (vcd). Additional manual compression was performed, and the procedure was completed. There was no reported patient injury. After deployment was completed, the device was removed after sufficient time. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Angiography confirmed the suitability of the femoral artery, including a vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity and moderate peripheral vascular disease (pvd)/calcification were present in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.